Manufacturer narrative:
Motor error alarm during basic occlusion test due to loose/flush drive support disk. Motor was tested outside the device and passed. The insulin pump was received with all buttons responding properly. No button anomalies were noted. The insulin pump was received with scratched lcd window. The insulin pump was received with cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 76 mg/dl. Motor error alarm did not occur during rewind process. Adviced the customer the insulin pump will be replaced. Nothing further reported.